Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during an administration set change the user was unscrewing the luer lock when the luer collar detached from the male luer body. This resulted in the extension set being stuck in the cannula and unable to be quickly disconnected. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.